Event description:
It was reported the pt heard a single tone alarm in september. The pt missed the refill date, henceforth was incapacitated and admitted to hosp. No other symptoms or outcome were reported. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.